Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during advancing with a 0.014 wire, the shaft broke 80cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft broke outside the patient's body.

Manufacturer narrative:
A promus elite ous mr 20 x 3.00mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 75 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during advancing with a 0.014 wire, the shaft broke 80cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft broke outside the patient's body.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during advancing with a 0.014 wire, the shaft broke 80cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.